Manufacturer narrative:
Lot number was not provided, therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided no conclusion can be made as to the degree to which the implant may be causing or contributing to the patient¿s reported post implant pain. Multiple attempts have been made requesting additional information including product identifiers. To date the details provided are limited and the product identifiers have not been provided. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is reported that on (B)(6) 2009 the patient was implanted with a bard perfix plug during hernia repair surgery. As reported the patient has had severe groin / testicular pain since implant. As reported the patient has been seen by multiple doctors who have only prescribed pain medication, which does not help. It is reported that the patient has resorted to alcohol to cope with the pain.